Event description:
The device was inspected before use and the intended diagnostic procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, information regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was provided: there was no delay to the start of pre-cleaning. During pre-cleaning the customer supplied air and water through the nozzle. The nozzle was flushed with detergent solution during manual cleaning and the distal end was brushed/wiped. It was noted that the sponge used for reprocessing was a little worn. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely foreign material remained in the device because the user conducted reprocessing using a worn sponge. The event can be detected and prevented by handling the device in accordance with the following IFU: instruction manual gif/cf-170 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf-170 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a clogged nozzle, and no air or water supply was possible or when it was possible, it was weak. Upon inspection of the customer¿s device it was observed, the clogging was caused by a foreign body. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device was returned to medimpex for evaluation. During inspection and testing, in addition to the reportable malfunction mentioned in b5, it was noted, that the bending section cover (a-rubber) was discolored. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.